Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on a homechoice (hc) device during dwell 1. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that a supply bag disconnected from the cassette without falling. The technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The hp planned on using new supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A supply bag that became disconnected was reported and is a known cause of this alarm; however, the cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.